Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 15-mar-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during advancement of the valve and delivery catheter system to the ascending aorta, the electrocardiogram showed a change to complete heart block (chb). Subsequently, the valve was fully deployed. There was no change to the chb following valve implant and the patient left the room with temporary pacing in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during advancement of the valve and delivery catheter system to the ascending aorta, the electrocardiogram showed a change to complete heart block (chb). Subsequently, the valve was fully deployed. There was no change to the chb following valve implant and the patient left the room with temporary pacing in place. No additional adverse patient effects were reported. Additional information was received that following the procedure, the patient's intrinsic rhythm returned and a permanent pacemaker was not implanted.